Manufacturer narrative:
Additional device product codes: kwp; kwq; mnh; mni; osh. Reporter is a j&j employee. A product investigation was conducted. Visual inspection: the sfx,5.5,ti, lat, size f5 (product code: 189401105 & lot no: om8923) was received at us cq . The visual inspection of the received device indicated that the device looks good except surface coating discoloration on one side. This is not consistent with the reported complaint condition; therefore, the complaint is not confirmed. Document/specification review: the relevant drawing was reviewed: dimensional inspection: the dimensional inspection was not performed as no geometrical defect found with the device. Investigation conclusion: the overall complaint was not confirmed as the device was not broken. The surface coating discoloration was observed on one side of the device. While no definitive root cause could be determined it is possible that discoloration occurred due to scratches. There is no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. A device history record (DHR) review was conducted: a review of the receiving inspection (ri) for sfx,5.5,ti, lat, size f5 was conducted identifying that lot number om8923 was released in 2 batches. Batch1: lot qty of (B)(4) units were released on 07mar2016 with no discrepancies. Batch2: lot qty of (B)(4) units were released on 21apr2016 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during routine incoming inspection of a loaner set, it was observed that the sfx,5.5,ti, lat, size f5 was broken. There was no patient involvement. This report is for one (1) expedium sfx cross connector system. This is report 1 of 1 for (B)(4).